Manufacturer narrative:
Additional information: b2, b5, b6 and b7. B5: upon follow up, it was reported 23 days after the peritonitis diagnosis, the patient was hospitalized due to unknown cause. On an unknown date, antibiotic treatment was discontinued and the patient was discharged from the hospital. On an unknown date, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, fever and nausea. The cause of peritonitis was unknown. There was no report of patient hospitalization. The patient was treated with vancomycin injection (1g, every 4th day, intraperitoneal, ongoing) and meropenem injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient is recovering from peritonitis. Pd therapy is ongoing. No additional information is available.